Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited episodes of false pauses due to undersensing. Programming changes were made however undersensing was still noted. No further intervention or adverse patient consequences were reported.